Event description:
On (B)(6) 2022 a 74-year-old male patient patient underwent a pericardial window to drain a recurring pericardial effusion with concomitant left atrial appendage exclusion with an ach1 atriclip. Patient had a history of cardiac disease, vascular disease, malignant pericardial drainage and a 90% occluded circumflex artery. The left atrial appendage was successfully managed with the placement of an ach1 via a left sided thoracotomy. Post procedure the patient went into atrial fibrillation (afib) with rapid ventricular response (rvr) and required cardioversion. Patient then went into ventricular fibrillation (vfib) and was again cardioverted but ultimately expired. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the ach1 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported or able to be ascertained.